Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle retracts prematurely. The following information was provided by the initial reporter: it was reported by customer that needle retracted within plastic casing (rather than being within the threading in order to insert IV). The needle on the IV retracts before the IV is in place. Did not attempt to use due to abnormal visual inspection. This is resulting in extra IV placement attempts for patients.

Manufacturer narrative:
The complaint of premature needle retraction was confirmed from the circumstantial evidence that supported the complainant's description of the reported event. One 22g insyte autoguard unit was received with open packaging, which suggests that the device was likely handled and manipulated in the clinical setting. The needle was received fully retracted in the shield. The IV catheter exhibited no evidence of use, which suggests that the needle retracted before insertion. A visual and microscopic examination of the returned samples revealed no manufacturing defects that would contribute to the reported event. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or manipulation of the device in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.